Manufacturer narrative:
Additional 510(k)#s that also apply to this complaint: k142870, k160533, k161523. The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Distal embolization is included as a possible complication in the instructions for use (IFU) for the indigo aspiration system. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During its post-market surveillance activities on 12-jul-2023, penumbra inc. Became aware of a journal article titled, "penumbra indigo percutaneous aspiration thrombectomy system in the treatment of aortic endograft iliac limb occlusion: results from an italian multicentre registry" (spath p. Et al. 2023). In this retrospective, observational, multicenter study, seventeen patients underwent aspiration thrombectomy for iliac limb occlusion (ilo) after endovascular aortic repair (evar) using indigo system cat8 aspiration catheter (cat8) or indigo system catd aspiration catheter (catd) with or without an indigo system separator 8 (sep8) or indigo system separator d (sepd) between september 2019 and december 2021. One patient who underwent aspiration thrombectomy for ilo using the indigo system required multiple passes to achieve the thrombus removal. It was reported that the patient had intra-operative distal embolization, which was effectively treated with thrombo-aspiration in the same session.